Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the patient was admitted for urgent care in the hospital. Ecgs with and without magnet were performed. It was reported that the pacemaker switched in standby mode after the ECG without magnet was recorded. Re-initialization of the pacemaker was performed. A follow-up performed on (B)(6) 2017 confirmed the pacemaker proper behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, the patient was admitted for urgent care in the hospital. Ecgs with and without magnet were performed. It was reported that the pacemaker switched in standby mode after the ECG without magnet was recorded. Re-initialization of the pacemaker was performed. A follow-up performed on (B)(6) 2017 confirmed the pacemaker proper behavior.